Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a cracked input. Input disk #7 was found cracked inside the housing. As a result, the grip cable unraveled and became loose at the distal. The instrument was placed on the system but failed engagement due to cracked inputs.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was unable to apply the clip. The cable was noted to be loose. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.